Event description:
The pt received his ipg on (B)(6) 2011. The pt stated the scs system was making his pain worse. As a result, the ipg was explanted. The ipg will remain in the explant facility possession.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.